Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The complaint device was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Global transmitter final functional tester was performed and passed. Voltage testing was performed. The reported failed transmitter was not confirmed. A root cause could not be determined.